Event description:
During feeding tube placement, the patient developed significant sub cutaneous air in the chest, neck, and right face. The patient taken to operation room for bronch and egd which showed no obvious perforation. A false passage was noted in the left nasopharyngeal area. Company representative was present during insertion. Company representative was present and supplied the feeding tube. Information identifying the tube itself was not preserved. Product was being introduced to the facility.